Manufacturer narrative:
(B)(4). Additional information: this report of a use error was not confirmed and the cause was undetermined. The patient stated that they had disconnected and reconnected to the instrument. The labeling review found labeling to be adequate for the following use error. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A 510k number cannot be provided in this report because the product code is unknown at this time.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine. The home patient (hp) disconnected and has reconnected himself. The hp turned the hc back on and hc displayed power restored at fill 1. The technical service representative (tsr) assisted the home patient (hp) to press go. The hc advanced to fill 1 and the fill volume was increasing. No patient injury or medical intervention was reported. No further information is available.